Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. The rv lead was connected to the device and tested on the pacing system analyzer (psa) and the out of range pacing impedances were duplicated. The physician changed the psa cables and cleaned the terminal pin of the rv lead, however, the out of range measurements continued. This rv lead was removed and replaced, which resolved the issue. This rv lead is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. The rv lead was connected to the device and tested on the pacing system analyzer (psa) and the out of range pacing impedances were duplicated. The physician changed the psa cables and cleaned the terminal pin of the rv lead, however, the out of range measurements continued. This rv lead was removed and replaced, which resolved the issue. This rv lead is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedances.